Event description:
The rptr had gotton the er1 message and talked to his pharmacist; no info or ID was given on the pharmacist. A lifescan technician talked to the pharmacist and reviewed the meter memory. The meter had memory readings including er3, er5 and er6 and er1. The lifescan rep then talked to the elderly rptr who stated that he wasn't used to his meter, and that he went to the pharmacy because he was having problems using it. The lifescan rep gave him training over the phone on using the meter, proper testing techniques and cleaning the meter. They performed a control test on the meter that was well within range.